Event description:
Vns therapy was experiencing an increase in seizure activity. The pt reported that he began to experience headaches approximately 1 1/2 weeks after stimulation was initiated and that the headaches are new for them. The pt also reported that they have been "shaking a lot". The pt indicated that when the device was first programmed to on, it was set to stiumlate once every 30 minutes. The pt reportedly noticed over time that the stimulation cycles appeared to be varying from the programmed pattern. The pt reported that the off time seemed to increase to every 40 minutes, then 45 minutes, and then every 50 minutes. A follow-up visit, the device was reprogrammed to stimulate once every 60 minutes. Since the programmed adjustment to off time, the pt reports that they have experienced pain in their throat with stimulation and that they are significantly bothered by it. The pt plans to follow-up with treating neurologist again and is considering changing neurologists so that they can have more "one-on-one" time with their treating physician. Investigation to date has been unable to determine whether the increase in seizure activity is above pre-vns baseline frequency.